Event description:
The manufacturer received information alleging a low priority low tidal volume alarm occurred on a trilogy evo ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at a third-party service center, the customer's complaint was duplicated. The service technician states that the hose was replaced to address the issue. Also, during the evaluation, two reportable error codes were found in the device's error log relating to a soft power fail and hard power fail. The service technician states that the trilogy evo system printed circuit assembly (pca) board was replaced to address the issue. The device passed all testing. No further investigation is required.